Manufacturer narrative:
On the 2019-jan-08 there was the incident reported to the arjo representative with the involvement of maxi twin lift and passive clip sling. It was stated that during transfer of the patient the leg strap clips detached from the device spreader bar. The patient was immediately lowered down to the floor with the assist of the two caregivers. As the consequence of the event patient sustained scratch on the head and bruise on back of the leg. After the event devices were evaluated by the arjo technician. Visual inspection of the sling and lift showed that they were in a good condition. Both worked properly, according to manufacturer specification. They did not show any signs of wear or tear. According to the arjo technician assessment it can be concluded that the most probable root cause of the event were the clips incorrectly attached to the lift by the facility staff. It was also stated that the wrong size of the sling was used which could also contribute to the event. According to the customer, they used sling size l (large) with weight range from 70 to 120 kg instead of m (medium) or even s (small) which might also contribute to the event. A sling, when it is used according to the sling device instruction for use gives a very low likeliness of patient to fall out of the sling, especially when a clip is in a correct position during the transfer. What is more, every arjo sling and lift is supplied with instructions for use (IFU). The instruction for use (IFU) for the passive clip sling (04. Sc.00-int1_2, october 2014) contains information correct attachment sling clip to the spreader bar and warnings: "to avoid the resident from falling, make sure to select the correct sling size according to the IFU." "The resident's physical disabilities, weight and general physique needs to be taken into consideration when selecting a sling." Additionally, there are some crucial information provided in passive clip sling IFU about correct attachment of the sling: "to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process." "Make sure that: · all clips are securely attached, · all straps are straight (not twisted), · the resident lays comfortably in the sling." Instruction for use (IFU) for maxi twin (04.kt.00_16gb, 10/2017) provides patients with instructions about proper lifting process and warnings: "to avoid injury, only use arjohuntleigh slings specified in these instructions for use. To select correct size follow the specific sling instructions for use." "Refer to the passive clip sling IFU when the size of sling should be chosen and sling instructions." "Caregiver obligations shall be carried out by personnel with sufficient maxi twin knowledge and by following the instructions in this IFU." If a caregiver follows every guideline given in instruction for use there is a really low possibility of any potentially risky situation to occur. All gathered information lead us to the conclusion that there was an use error that caused the event. After the event additional training (reminding about proper sling attachment and lifting process) for facility staff has been conducted by the arjo service technician on the 24-jan-2019. To conclude, the system - clip sling and passive floor lift was used for the patient's care and in that way contributed to the alleged event. No defect has been found within the lift or the sling that could cause or contribute to the event however, the sling clips detached from the device spreader bar and from that perspective the system did not meet the manufacturer's specification. Complaint is decided to be reportable due to the fact that such circumstances during the resident transfer may result in serious injury upon reoccurrence.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported that during transfer the buckles of the passive clip sling (model numer: maa4100-l) leg straps came undone. The resident was assisted to the floor without any major injury by 2 caregivers. Patient suffered scratch on forehead and a bruise on back of left leg.